Manufacturer narrative:
Insulin pump had an intermittent button due to moisture damage on keypad trace. Insulin pump had minor scratches on lcd window, cracked display window corners, broken belt clip slot, cracked reservoir tube lip and missing end cap sticker.

Event description:
It was reported that the customer stated his insulin pump buttons are not working. Customer stated the issue is with the keypad. The customer stated the insulin pump was dropped. Advised customer to discontinue use of the insulin pump and revert to a back-up plan. The blood glucose reading was 217mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.